Event description:
It was reported to philips that the co2 failed the leak test. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty etco2 module. Upon conclusion of the evaluation, it was determined that this was a malfunction of the etco2 module. The etco2 module was replaced to resolve the reported issue and the device was returned to the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the co2 failed the leak test.